Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; glucose level was unclear. Low bg cause was not known. Customer consumed apple juice and potassium drops to address bg. Customer went to the emergency room (ER), was treated with intravenous fluids of saline, and was discharged the same day with the issue resolved. Reason for ER visit was unclear. No additional information regarding this event was provided.